Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an attempt to administer phenobarbital at 39 mg (0.3 ml/hr) with a pca pump, bolus every 20 minutes 39 mg (0.3 ml) for restlessness, the tubing leaked. Hydormorphone was administering on another pump. The patient was receiving palliative care in the critical care unit. There may have been over twisting and medication administration was delayed, but "it is believed that the patient did receive some/most of the dose". Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set noted a crack along the side of the set's antisiphon valve component. Examination under magnification of the antisiphon valve component noted the crack ran along the top. No other obvious damages or issues were observed with the rest of the set's components. Functional testing confirmed leaking from the crack. The cause of the leak was due to damage (crack) on the set's antisiphon valve component. The root cause of the damage was not identified.

Event description:
The customer reported that during an attempt to administer phenobarbital at 39 mg (0.3 ml/hr) with a pca pump, bolus every 20 minutes 39 mg (0.3 ml) for restlessness, the tubing leaked. Hydormorphone was administering on another pump. The patient was receiving palliative care in the critical care unit. There may have been over twisting and medication administration was delayed, but "it is believed that the patient did receive some/most of the dose". Although requested, no further information has been received.